Event description:
It was reported that patient had not lost therapy effect but experienced high impedance of reading greater than 40000 ohms. The information was reported as thus regarding the impedance: "0-7 (octad) lead was 40,000 on all combination except electrode 4 which reads good with the quad leads 8-15. 8-15 was normal range (2 quads - 1 sub q) appeared intact". It was added that the call was lost and manufacturer representative was unable to capture the exact programmed electrodes to establish what programming would be affected and history measurements. Additional information received later: it was reported that patient had no intervention planned, no x-ray done and stated there was no interruption in therapy. It was added patient had no complaint. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 3 7754, serial# (B)(4), product type recharger, product ID 3777-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 3487a-45, lot# v686303, implanted: 2013-(B)(6), product type lead, product ID 3487a-45, lot# v822012, implanted: 2013-(B)(6), product type lead, product ID 3708220, serial# (B)(4), implanted: 2013-(B)(6), product type extension. (B)(6).